Event description:
It is reported that the pt was revised due to articular surface breaking causing pain.

Manufacturer narrative:
Review of the product info found the femoral component and articular surface are incompatible and the use of them is considered off label use. Additionally, compatibility documents is included in the surgical technique for nk flex and the package insert states: "correct implant size selection is important. Mismatching may result in poor surface contact and could produce pain, decrease wear resistance, produce instability of the implant, or otherwise reduce implant life." Surgical notes were received and indicate that a 13mm uc articular surface provided excellence stability, good tracking, and full extension. It is also noted that the right knee failure was due to a slip/polyethylene insert. At this time, surgical notes for the revision surgery have not been received. It is likely that dislocation, or breakage due to the medical records, occurred as a result of using incomplete components; however, this cannot be determined definitively. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.